Event description:
In 2001, the facility's nurse informed the MFR's rep of the following: the pump defaulted to basal mode at 39 bpm flow 3.2 lpm. The pt was stable and the controller was changed. The new controller showed "rate control fault" with rate of 38-39 bpm and flow of 3.2 lpm. At that time the doctor did not want to pneumatically actuate. The perc lead was x-rayed and no broken wires were observed. The problem appeared to have been resolved. The facility's nurse recalled that the pt's gown was wet around the vent filter. As a result possible condensation in the perc lead was suspected. Later on, the surgeon surgically exposed an add'l 1.5" of perc lead and the perc lead was repaired by the MFR's field service personnel; however, the unit still alarmed although not as frequent and seemed to be positional dependent. The unit did not alarm with the pt in reverse trendelburg and 5 degrees to the left. The pump was driven pneumatically for 24 hours and then the pt was placed back on electrical actuation with no further occurrences of basal rate. No further details were provided at this time.